Manufacturer narrative:
Follow-up #1: date of submission 05/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings: the pump's black box showed that a 16.25 unit bolus was cancelled because it exceeded the remaining insulin in the pump. During the investigation a 10u audio & 10u normal bolus were manually programmed with no issues. Both were accurately recorded in the bolus history and the bolus tdd history correctly showed 20.0u. No alarms or warnings occured during testing. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 325 mg/dl with blurred vision associated with an inaccurate delivery issue. Reportedly, the patient resumed on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the bolus totals did not match. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.